Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. The lead appeared to be attempted, but not implanted, but was returned to us with no information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, lead was stretched, lead was damaged at implant, and blood was noted on all conductors (not obstructed); full lead returned and analyzed.